Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient was still incontinent so the physician performed cysto, attempted to cycle the device, but there was no change for the patient. The physician filled the balloon to 26cc and noticed a number of small holes with fluid leaking out. The patient had the artificial urinary sphincter balloon component replaced due to fluid loss from multiple holes in the balloon. There were no patient complications.

Event description:
It was reported that the patient was still incontinent so the physician performed cysto, attempted to cycle the device, but there was no change for the patient. The physician filled the balloon to 26cc and noticed a number of small holes with fluid leaking out. The patient had the artificial urinary sphincter balloon component replaced due to fluid loss from multiple holes in the balloon. There were no patient complications.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported fluid leak and hole/perforated of the balloon was confirmed. A malfunction was identified with the balloon component. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: returned product consisted of a prb (pressure regulating balloon) without the cuff and the pump. Visual inspection passed. The device failed the leak inspection with three leaks all aligned and close to one another. Microscope inspection found sharp instrument damage on surface; all the tiny tears/cuts are aligned. This likely occurred during implant. Product analysis confirmed the reported allegations. Labeling review: upon reviewing the IFU, ams 800 male ous, bsc and orm, ams 800 ous, bsc the following statements were identified as applicable: caution: do not place any hemostats on top of the balloon. Any instruments on the balloon can damage it; unsuccessful outcomes may result from improper surgical technique, improper sterile technique, anatomical misplacement of components, improper sizing and/or filling of components. Based on the event description of accidental puncture during the implant procedure, it can be concluded that the user did not properly handle the device according to the orm/IFU. The appropriate warnings were identified in the IFU and orm documents. Investigation conclusion: based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.